Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The pump was replaced for issues related to a different case and no additional troubleshooting was completed for the cartridge change error; no additional information was able to be obtained. The customer reverted to manual injections for insulin therapy.